Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage check was performed and passed. (B)(4) bluetooth pairing test: pass. Data/share log available: no. Bin file analysis: fail. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.